Event description:
It was reported that an x-ray revealed that a cage which was implanted between l4 and l5 had been backed out, and hypotonia was confirmed. The endplates of l4 and l5 were damaged when the surgeon implanted the cage; as a result, the surgeon was not able to place the cage at proper position. The patient had a revision surgery.

Manufacturer narrative:
(Revision surgery); (muscle weakness); (migration); (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.